Event description:
It was reported that the asymptomatic patient was presented to the clinic for a routine device check. Upon interrogation, the right ventricular lead exhibited noise and low impedance. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.